Event description:
It was reported that the safety slide clamp was found damaged on a flogard infusion pump. It is unknown when the reported condition occurred. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified a record of an insert slide clamp alarm. The reported condition was confirmed during the alarm log review and visual inspection. The assignable cause for the reported condition was determined to be a damaged safety slide clamp. To correct the condition, the safety slide clamp assembly was replaced. No further action was required. Should additional relevant information become available, a supplemental report will be submitted.